Event description:
Medwatch (B)(4) stated "fibers from a lap sponge were found on the end of the suction handle, creating potential for retention of the cotton fiber in the pt wound." No consequences or impact to the pt have been reported.